Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: a piece of plastic broke off the tip of the wand into the joint. The surgeon fished out the piece of place. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the evidence obtained through the physical evaluation of returned probe no observable parts were missing, therefore, the alleged claim unable to confirm. The probable root cause/s could be a non-conforming component, poor assembly process, an excess glue/seal, excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. (B)(4).

Event description:
It was reported that the tip of the device broke. The tip was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the device broke. The tip was retrieved and the procedure was completed successfully.